Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer stated that she tried to bolus but the blood glucose readings will not decrease. The customer removed the site and treated with a shot. The customer stated that she had been experiencing unexplained high blood glucose readings. The customer did not want to troubleshoot during the time of call.